Event description:
On (B)(6) 2025 my 18fr amt g-jet low profile feeding tube 3.0 stoma length x 45cm balloon all of a sudden emptied after only having the tube for two weeks and two days, it was placed on (B)(6) 2025 through endoscopy. I reached out to amt on (B)(6) 2025 asking for any reasoning on why this happened that I could provide my doctor, and they said I can send the tube in to be examined. I assumed it was a fluke, and had it exchanged on (B)(6) 2025 for the same type of tube. The tube placed (B)(6) 2025 all of a sudden had the same problem with the balloon all of a sudden emptying and not retaining water on (B)(6) 2025. I had the 2nd broken amt g-jet button removed (B)(6) 2025 and replaced with an avanos gj tube until amt can fix this issue. I am sending the first tube that broke to amt for review but I do have the second tube that was placed (B)(6) 2025 and removed (B)(6) 2025 in my possession with the original box if the FDA would like to review it. The tube has no seal around the gastric holes, and when it is filled it immediately leaks out around the seam. I am hoping amt issues a recall and fixes this issue, as I do not know if it is occurring with other size tubes, but it has happened twice to me with tubes made (B)(6) 2025 and has resulted in me being unable to use my tube, severe pain with the tube trying to fall out of my stoma tract, and frequent anesthesia to exchange the tubes. Patient code: 1994. Device codes: 1354, 1069, 1068. Ref report: mw5181810.